Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) episode that initiated below the programmed detection rate threshold. The arrhythmia self-terminated; however, subsequently a pacing was delivered due to biventricular (biv) pacing. The patient also had an active cardiac contractility modulation (ccm) system, which delivered additional pacing once this first event terminated. Shortly after, a second vt episode was observed. Technical services (ts) reviewed the events and noted that it was unclear whether the post-arrhythmia pacing or the ccm pacing contributed to the re-initiation of the arrhythmia. Ts provided reprogramming options. No adverse patient effects were reported. This crt-d remains in service.